Manufacturer narrative:
H3:the pump was returned, and analysis found difficulty accessing the drug reservoir prior to decontamination. Destructive analysis identified residue in the drug flow path. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (1200 mcg/ml at 200 mcg/day), dilaudid (4 mg/ml at .66 mg/day), and bupivacaine (38 mg/ml at 6.331 mg/day) via an implanted pump. The indication for pump use was intractable spasticity. The patient reported that the hcp had an issue refilling the pump with medication on (B)(6) 2021. Per the patient, this was not the first instance of the issue; it had happened multiple times prior to (B)(6) 2021. Additional information was received on (B)(6) 2021 from a physician via a company representative who reported that the patient¿s pump would not allow for more than 4 cc to be loaded at time of refill. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿na¿ was noted. The patient was in the clinic in mid-june for a refill and the physician wasn¿t able to fill the pump with more than 4 cc. He tried multiple needles and syringes and was never able to get the pump to accept more than 4 cc before it was too hard to inject and wouldn¿t accept any more drug. He was able to aspi rate the 4 cc successfully but was never able to get more then 4 cc to inject back into the pump. He performed a catheter dye study to confirm the catheter was functional and found no issues. The physician then decided to replace the pump. The issue was noted to be resolved.